Manufacturer narrative:
Date of event: unknown. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for foreign matter on hub on lot # 7233878. Customer returned photos of a 1/2cc, 8mm, 30g syringe with a poly bag from lot # 7233878. Customer states that fm is on the hub. The photos were examined and exhibited some kind of foreign material on the surface of the hub. However, it is difficult to determine the identity of the material from the photos. A review of the device history record was completed for batch# 7233878. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure however, the identity of the foreign matter could not be identified complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure however, the identity of the foreign matter could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the identity of the foreign matter could not be identified. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ insulin syringe with needle had foreign matter on the hub. No serious injury or medical intervention was reported.